Manufacturer narrative:
Product analysis: there is damage to the distal tip of the device. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The 13th distal stent segment was misaligned and the 14th- 17th distal stent segments were deformed with raised struts. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the physician was attempting to use an endeavor resolute drug eluting stent to treat a lesion with a little calcification. The lesion was pre-dilated. The device was removed from its packaging as per IFU and inspected with no issues noted. During the procedure it was reported that the device failed to pass the lesion, resistance was encountered and stent deformation occurred during positioning . No excessive force was used during delivery. No patient injury reported. The physician commented that the event was procedural related and not device related. The procedure was completed using an endeavor 2.75 x 24mm stent. "Please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.